Manufacturer narrative:
Investigation summary: material #: 301746; lot/batch #: 2235969. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for IV shield separation was not observed. The indicated failure mode for foreign matter was observed. The nature and origin of the foreign matter could not be determined from the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. This complaint could not be confirmed for the indicated failure mode IV shield separation. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device cannula and a needle and holder separate/spin out issue. The foreign matter event occurred 200 times the device separation event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "the blood collection needle falls off/the steel needle attaches foreign matter when the medical staff is using it." Received an update from the sales representative, and the description of the incident was updated as follows: the specific manifestations of needle removal are: when the blood collection needle is pulled out, the part that should be connected to the needle holder end is not exposed and is still in the "white" protective cap, but the steel needle that should be in the green protective cap is directly exposed."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device cannula and a needle and holder separate/spin out issue. The foreign matter event occurred 200 times the device separation event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "the blood collection needle falls off/the steel needle attaches foreign matter when the medical staff is using it." Received an update from the sales representative, and the description of the incident was updated as follows: the specific manifestations of needle removal are: when the blood collection needle is pulled out, the part that should be connected to the needle holder end is not exposed and is still in the "white" protective cap, but the steel needle that should be in the green protective cap is directly exposed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.